Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was not working. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿ width plates, for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device needed preventative maintenance and the device was returned back to the customer unrepaired. This is not a related issue. The DHR reviews for the width plates were not reviewed since the lot numbers for all three plates were unknown. Initial qa inspection of the air dermatome by zimmer biomet surgical on (B)(6) 2018 revealed that the motor was within specification. The control lever torque testing was not performed. The device was out of calibration at all four settings. The head was heavily marked and it was worn in the blade area. The control bar was nicked. The 2 and 3 inch width places were nicked in the harvesting section. The hose leaks and needed replaced and the throttle lever was stiff. Repair of the air dermatome was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event was non-verifiable since it is unknown what issue the customer was having and the account did not clarify. The root cause of the device not working cannot be specifically determined with the provided information since it is unknown what issue that customer was having and the account did not clarify. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device was not working. No adverse events were reported as a result of this malfunction. Investigation results found that the hose was leaking.